Event description:
A discordant high sodium (na) result was obtained on advia 1800 instrument. The result was significantly different than a previous result from the same patient. The sample was rerun on the same instrument and on another advia 1800. The repeated results were in the normal range. The discordant na result was not reported to physicians. A subsequent sample from the same patient was also in the normal range. There are no known reports of serious adverse health events or interventions due to the discordant na result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the site. The fse changed the sodium electrode, calibrated the ise module and ran 20 samples for precision.the instrument is performing within specifications. No further evaluation of the device is required.